Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported being injected along the cheek bone with juvéderm voluma® xc. Weeks later, the patient experienced ¿breakouts¿ and ¿large, boil-type sores¿ along the injection sites. The sores continued ¿until a white splinter¿ would come out. The injector additionally reported that the patient was injected with 1 ml. The patient was treated 6 months later with doxycycline 100 mg bid for 10 days and the product was dissolved. The event is ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injecting along the cheek bone with juvéderm voluma® xc. Weeks later, the patient experienced ¿breakouts¿ and ¿large, boil-type sores¿ along the injection sites. The sores continued ¿until a white splinter¿ would come out. The injector additionally reported that the patient was injected with 1 ml. The patient was treated 6 months later with doxycycline 100 mg bid for 10 days and the product was dissolved. The event is ongoing.